Manufacturer narrative:
Harmonic scalpel laparosonic coagulating shears (lcs) - based on the information received and the visual and functional testing, it was found that the clamp arm of the lcs was bent. This may have resulted in the instrument not functioning properly. No conclusion could be reached as to what may have caused the clamp arm to be bent (misaligned). Harmonic scalpel laparosonic coagulating shears (lcs). Based on information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the jaws closing as designed.

Event description:
It was reported that the lcs15 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the branch with the teflon pad is not parallel, thus does not close properly. This does not coaptate/coagulate.